Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a 3" (8 cm) smallbore bifuse ext set w/2 microclave¿, 2 clamps (blue), rotating luer where it was reported that reoccurring issue of b33868 cracking between the blue cap and plastic clear line. No further details were provided.

Manufacturer narrative:
Received 3 samples all were used list #b33868, 3" (8 cm) appx 0.22 ml, smallbore bifuse ext set w/2 microclave¿, 2 clamps (blue), rotating luer; lot #unknown. --> one (1) used. List #unknown, spiros no physical damage or other anomalies observed. Each set was leak tested; all 3 sets passed. Could not confirm complaint of cracking between the blue cap and plastic clear line. D9 - date returned to mfg: 31jul204.